Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the suture materials absorb moisture, undergo swelling, and and break under minimal mechanical tension.the error was observed during surgery. The surgery performed as planned, there was no surgery delay.the customer had a spare pieces. There was not any harm/hazard to patient, user or third party. No patient injury, patient outcome: positive. Tissue sutured: vaginal cuff. Type of operation: hysterectomy. 4-5 knots made.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 36 closed samples for analysis. To evaluate the conformity of these units, we performed the following tests: - tightness test to the closed samples received has been performed and the units are tight. - we have visually checked all closed samples received, and the thread surface is the correct and usual one. - knot pull tensile strength results conducted on 10 samples received are 3.92 kgf in average and 3.58 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). - additionally, degradation test results conducted on the samples received fulfil b. Braun surgical (bbs) requirement. In the degradation test, threads are introduced in a 0,9% nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 2.76 kgf in average and 2.54 kgf in minimum and fulfil bbs requirement: 1.42 kgf in minimum. These values are in the usual range for this thread and size. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. After investigation, we do not see any manufacturing fault or material defect that could have caused the incident. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.